Event description:
Additional information received and stated that, the hospital was not able to describe the foreign substance, so it was difficult to clarify the foreign substance. It was also stated that facility does not remember the event clearly. It was unknown if there was a patient contact or not.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two pieces of gauze were returned loose inside the lens carton with the disassembled lens case. A broken haptic was returned adhered by viscoelastic to one piece of gauze. The rest of the lens was returned in pieces adhered by viscoelastic to the second piece of gauze. The lens has been cut across the center of the optic. The two optic pieces were returned adhered to each other. Viscoelastic is dried on both sides of the lens. There also appears to be a small amount of blood on the edges of the lens portions. Gauze fibers are dried in the viscoelastic on both side of the lens. No other foreign material was observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated with a non-qualified handpiece and viscoelastic. The root cause could not be determined for the reported foreign material. A description of the material was not provided. The lens was returned in pieces, which is standard with a lens removal. The lens was returned adhered to gauze with viscoelastic. No other foreign material was observed other than the viscoelastic and gauze. A non-qualified product combination was indicated. The reported foreign material may have been damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b.2., b.5. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received it was confirmed that, foreign object was found when the lens was opened, there was no patient contact.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an cataract surgery with iol implant surgery, foreign substance was seen after the implantation. The iol was replaced with the other diopter lens. No further information is expected.